Event description:
It was reported that the user experienced a severe low blood glucose event with a pump reading of 45 and self-treated with oral carbohydrates, with the device problem and component not specified. Symptoms included hypoglycemia with sweating and shakiness. Outcomes included insufficient information regarding broader health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.